Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer discarded the product and did not provide a lot number. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event, it is reported that protaper shaping 2 pturs225 file broke during use. The broken part could not be retrieved and was incorporated into the filling. No injury occurred.